Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lithium-ion internal battery was the cause, but no part was replaced on the device due to the device being scrapped.